Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of zinc toxicity in a (B) (6) male pt, who received super poligrip (formulation unk) over a period of nine years as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. On an unk date, the pt began using super poligrip. In (B) (6) 2006, he stopped super poligrip and began using fixodent. On an unk date, the pt "suffered from zinc toxicity, copper deficiency, profound and permanent neurological damage and other injuries attributable to his super poligrip and fixodent use. "According to the claim, these injuries left the pt "unable to perform his normal, customary and daily activities." Fixodent was discontinued in (B) (6) 2009. At the time of reporting, the event were unresolved. Medical records received 28 july 2009: on (B) (6) 1999, the pt was hospitalized with leukopenia and anemia. Bone marrow biopsy and peripheral blood analysis were consistent with combined b12 and iron deficiency with low b12 and serum iron levels. He was transfused a total of 4 units of packed red blood cells and treated with neupogen and erythropoietin. The pt was discharged in improved condition on (B) (6) 1999, with continued neupogen and erythropoietin therapy along with b12 and iron supplementation. On (B) (6) 2005, the pt was hospitalized with leukopenia, anemia, nephritic level proteinuria, and neurological conditions with undefined spastic paraparesis of the lower extremities. It was noted that he had been followed for his iron and b12 deficiencies and, had been maintaining on oral supplements. Brain and spinal MRI, emg, lumbar puncture were performed (results not reported). The pt reported difficulty walking with undefined symmetrical spastic paraparesis of the lower extremities with the feet worse. Kidney ultrasound was normal, and bone marrow biopsy was suggestive of myelodysplastic syndrome. It was noted that bone marrow had normal chromosomes in 2002. The overwhelming impression was possible heavy metal toxicity, and the pt was discharged on (B) (6) 2005, with planned outpatient follow up to explore this. At follow up on (B) (6) 2005, it was noted that the pt had been diagnosed with copper deficiency and had been taking 4 mg of copper daily for two weeks with no improvement in his symptoms. By (B) (6) 2005, the pt noticed improvement in walking with copper levels measurable at 0.49, and on (B) (6) 2006, his neurological exam had improved. At follow up on (B) (6) 2008, the pt reported improvement in his muscles and foot drop. He was on copper 2 mg four times daily, but blood work the year prior did show some minor decrease in serum copper and an elevation in zinc.

Manufacturer narrative:
Super poligrip is mfg in (B) (4), and neither the product nor lot number for this product is available. (B) (4).